Event description:
It was reported by the patient¿s spouse that the patient was dizzy when standing up and walking across the room. The patient went to the hospital and stayed there for a few days. Review of the remote monitoring transmission showed the right ventricular (rv) lead displayed oversensing with noise causing possible false arrhythmia detection. The lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and pacing impedance variation. Another lia occurred the next day for sic and high-rate non-sustained episodes, and an alert for high/undefined pacing impedance. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 407652 lead implant date: (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.